Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead pace/sense portion was capped due to a high threshold. The high voltage coil is still in use. A new right ventricular pace/sense lead was implanted. No patient complications were reported as a result of this event.